Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
On 6/3/2022, it was reported by a sales representative via email that an ar-3632sp fibertak sp suture anchor inserter tip broke during insertion. All the broken fragments were removed and another fibertak sp suture anchor was opened. However, after insertion the anchor pulled out of implantation site. Surgeon used a pre loaded swivelock to complete the case. This was discovered during a procedure on (B)(6) 2022. Additional information requested